Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, approximately two to three hours into a therapeutic laparoscopic liver resection, the device probe broke off outside the patient body, while the device was being cleaned. The device was replaced with a new one and the procedure was completed. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer reported that it is not known if the transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were bundled.

Event description:
Addendum (B)(6) 2022: it is not known what function the doctor was performing at the time of the event. The settings were cut and seal level 2/ seal level 2. There was no delay in the completion of the procedure, nor did the patient need additional anesthesia. The device was inspected prior to use, including the connection points to the generator, with no anomalies noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and an evaluation completed for it where it was noted that the probe was broken at 11 mm from its distal end. The distal end of the probe was discarded at the facility. Therefore, it was not returned for investigation. Scratches were observed around the broken area of the probe. Also, the coating of the probe around the scratches was partially peeled off. Upon inspection of the broken surface of the probe, it was discovered that cracks were progressing from the scratched of the probe. No contact marks or scratches were observed on the non-insulated area of the grasping section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument. The following step-by-step scenario likely caused the event: 1.) Hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal & cut mode causing the scratches on the probe. 2.) The coating of the probe peeled off due to ultrasonic vibration. 3.) A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, the cracks progressed from the scratched area of the probe. 4.) After that, a force was applied to the probe during device handling. As a result, the probe broke. This following information is included in the instructions for use (IFU): ¿ "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." ¿ "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."